Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d dehp 2ss cv leaked saline at the plastic clamp. The following information was provided by the initial reporter: "bd alaris pump infusion set back check valve: on priming the line leaked saline at the blue plastic clamp that inserts into then pump."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of leakage at the blue piece on the pumping segment could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review for model 2420-0500 lot number 20063263 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of leakage with lot #20063263 regarding item #2420-0500.

Event description:
It was reported that the as lvp 20d dehp 2ss cv leaked saline at the plastic clamp. The following information was provided by the initial reporter: "bd alaris pump infusion set back check valve: on priming the line leaked saline at the blue plastic clamp that inserts into then pump."